Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In late 2008, the patient reported that she received an e4 (occlusion) error while attempting to bolus and her blood glucose elevated as a result. She stated that the first e4 occurred at 8:00pm and her blood glucose measured 210 mg/dl. She ate dinner and programmed an extended bolus of 7 units and she received an e4 after 6.6. Units had been delivered. She cleared the error and changed the infusion site and tubing. Her blood glucose measured 421 mg/dl at 10:15pm and she attempted to bolus 3 units of insulin but received an e4 error. She again changed the infusion site and tubing and bolused but the e4 recurred. She injected 5 units of insulin to lower her blood glucose. To troubleshoot the patient was advised to disconnect from the infusion site and to bolus 3 units. The e4 error was displayed. She removed the infusion tubing from the infusion device and was able to bolus without error. She stated that she inserted a lithium battery into the infusion device 4 days ago. She inserted a new alkaline battery and reconnected the same infusion tubing to the infusion site and was able to bolus without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.